Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he ha neck and back surgery and ever since then his blood glucose has been running high. The patient's blood glucose at the time of incident was 500 mg/dl; the customer bolused with the insulin pump and brought his blood glucose down to 279 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The device settings were programmed accurately as well. The customer declined to perform a high pressure test. The customer was advised to change the entire infusion set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.